Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 10/5/2021. A manufacturing record evaluation was performed for the finished device lot number qlmkrk, product code pdp303w and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No patient consequence. What is the patient¿s current status?according to the feedback of the sales, it is unknown. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent a fracture of left femoral neck surgery on (B)(6) 2021 and suture was used. During the procedure, pulling off of the suture needle occurred while placing the first stitch. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.